Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The 70% stenosed, eccentric shaped, 25mm in length, de-novo target lesion was located in the mildly tortuous and mildly calcified, 6.4mm in diameter, internal carotid artery (ica). The lesion was not pre-dilated. During preparation of this 8.0x21mm carotid monorail wallstent it was noted that the stent was "bent". The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned loaded inside the protective coil and blister tray. The packaging stylus was still loaded through the device. The device was removed from the coil and it was noted that the catheter was kinked 86mm proximal to the distal tip. No issues were noted with the mounted stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The 70% stenosed, eccentric shaped, 25mm in length, de-novo target lesion was located in the mildly tortuous and mildly calcified, 6.4mm in diameter, internal carotid artery (ica). The lesion was not pre-dilated. During preparation of this 8.0x21mm carotid monorail wallstent it was noted that the stent was "bent". The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).